Event description:
It was reported that a particulate matter was observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Date of event: this event occurred between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacture date: september 24, 2021 - september 28, 2021. H10: three (3) devices were received for evaluation. Unaided eye visual inspection along with magnification was performed which observed a white polymeric appearing particle loosely on the wall of the interior wall morphologically consistent with fill port material for one (1) sample. The reported condition was verified in a sample; however, not verified in the remaining two (2) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.